Event description:
It was reported that during procedure, a patient¿s low voltage lead exhibited high threshold. The physician decided to use a new lead to complete the procedure on 21 oct 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood tissue. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Electrical testing was conducted and did not find any indication of conductor fractures. There were no anomalies found during visual and x-ray inspections.